Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tube was utilized for the patient and the glue on the tube started coming loose in less than a week. The patient required intervention.